Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: 2019-72514.

Manufacturer narrative:
According to new information received from clinical applications specialist (cas), issue was mainly clinical as surgeon did not follow the recommendations for the depth of the cut the machine was checked by the field service engineer (fse) during normal preventive maintenance and did not report any problems. Therefore, the root cause changed to user handling. The manufacturer internal reference number is: 2019-72514.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor planned arcuate incisions for a patient with astigmatism. The doctor used his own nomogram and company recommended energy settings for the surgery. The surgeon placed the cut depth at 90% of the corneal thickness. The surgeon ended up penetrating the anterior chamber. The surgeon does not know what caused or contributed to the event. Additional information has been requested,